Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia (¿by the belly button¿) coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown and it was also reported the hernia was diagnosed after the start of apd therapy. The patient was not hospitalized for the event. Twelve days prior to the receipt of this report, the patient underwent a surgical procedure to repair the hernia. On an unknown date, apd therapy was discontinued and the patient was switched to hemodialysis. The plan is for the patient to resume apd therapy next month. At the time of this report, the patient had recovered from the hernia event. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.